Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime event had occurred 3 or more times with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: both caps were returned and used to complete the investigation. A loss of prime with non-zero force event was recorded in the black box. No loss of prime alarms occurred during the investigation. The force sensor calibration reading was low. The pump was opened for further investigation and a trace on the force sensor flex cable was observed to be cracked at the pin. The battery compartment was observed to be cracked from the case seal to the grip. The pump was opened and no moisture or corrosion was observed in the pump.